Event description:
The patient was hospitalized for chest pain, dizziness and bradycardia and a transthoracic echo revealed a pericardial effusion in the right ventricle. The patient was discharged. No additional information is available.

Event description:
The patient was hospitalized for chest pain, dizziness and bradycardia and a transthoracic echo revealed a pericardial effusion in the right ventricle. The patient was discharged. No additional information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history records for each possible batch number (8670542 or 8462657) were reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown.